Event description:
The pt reported a lump about the size of a pea at the insertion site. She was very concerned that it was insulin pooling under her skin and about what would happen if it were to get absorbed quickly into the body. She tested her blood glucose it was reading 10 mmol/l (180 mg/dl) and within 15 min her bg level dropped 4 points. She then called an ambulance and was rushed to the emergency room. Upon arrival a student doctor and an endocrinologist who examined the lump did not know what exactly what it was or what caused it. The doctor finally came to a conclusion that the lump was a blister but she didn't agree and insisted it was lipohypertrophy instead. She also asked the pharmacist about her insulin and he stated it was rapid-acting insulin which is unstable and once mixed with the tissue it will degrade. She was the ER for a total of 5 hours. In a f/u call, the nurse at (B)(6) reported upon arrival to the ER the pt's bg was reading 12 mmol/l (216 mg/dl) and she was able to activate a new pod. Attempts were made to contact the pt to follow up on her conditions. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product will not be returned for eval. We are unable to assess if any product condition could have contributed to the pt's skin condition. No qualification and sterilization records were reviewed because no product lot number was reported. The omnipod's user guide warns to "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin."